Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and a dislodgement was noted through x-ray. A lead repositioning could not be performed. This lead was explanted and successfully replaced. This lead is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and a dislodgement was noted through x-ray. A lead repositioning could not be performed. This lead was explanted and successfully replaced. This lead is expected for return. No additional adverse patient effects were reported.